Event description:
It was reported that the bd protector p53j had a leak between the protector and vial. The following information was provided by the initial reporter: it was reported that liquid leaked from gaps in the vials, leakage occurred while preparing kilocide during use. Customer is sending two vials, but he could not remember if the leak occurred from one of them. We will also send the injector used in the preparation together. Team leader response: q:do you assemble the protectors by hand or using an assembly jig? A:manual work q:is the protector stuck in the center of the stopper of the vial? A:unknown q:was the protector completely assembled? A:he said it was a little wobbly. Q: is lot information available? A:unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.